Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as 2 sore spots under the lifevest. The patient reported the skin was open and advised she has sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient spoke with the doctor who suggested she apply triamcinolone acetonide ointment to the area. The irritation improved. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as 2 sore spots under the lifevest. The patient reported the skin was open and advised she has sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient spoke with the doctor who suggested she apply triamcinolone acetonide ointment to the area. The irritation improved.